Event description:
It was reported that during a posterior cervical procedure at c3-6, the surgeon had trouble removing the screwdriver from the head of the screw. The surgeon had to forcibly remove the driver and in doing so pulled the left c4 bone screw out of the pedicle. The surgeon decided to skip that level on the left side and did not replace the bone screw. No patient complications were reported.

Manufacturer narrative:
Devices were returned to medtronic for evaluation. Visual examination of drivers with lot numbers m05e0200 and 596974 found no unusual wear markings in the instruments. Drivers meet all manufacturing specifications. Unable to determine cause of the event.